Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump black box data showed cs 052 call service alarms. During testing, the pump performed the ezprime steps and was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Moisture corrosion was observed inside the battery compartment and on the underside of the returned battery cap. There were pump case cracks observed near the upper and lower right corners of the display lens. A leak test was performed and leaks were found in both the battery compartment and pump case. The pump case was removed and moisture corrosion was found on the printed circuit board (pcb) inside the pump. Also unrelated to the complaint, investigation revealed the display to be dim, faded and discolored. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump repeatedly emitted cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.